Event description:
The facility's biomedical technician reported an infusion pump with failure codes 7 and 15, found during patient use with no patient injury. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, or age of patient. The medication involved was tpn, and a 3l bag was used with tubing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.